Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown , batch#: unknown. It was reported by the customer that they received more complaints from their customers. Verbatim: rcc received this mail on 22-mar-2024. We just received more complaints from customers today. We need to be able to send samples back so an RMA and return label would be appreciated so we can do that. Rcc received this mail on 19-mar-2024. We are awaiting any information regarding this issue. If the product is blocked that makes the product unusable and that presents a functionality issue. I would assume you are putting these into finished product of your own, so a corrective action seems necessary.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Event description:
Material#: unknown, batch#: unknown. It was reported by the customer that they received more complaints from their customers. Verbatim: rcc received this mail on 22-mar-2024. We just received more complaints from customers today. We need to be able to send samples back so an RMA and return label would be appreciated so we can do that. Rcc received this mail on 19-mar-2024. We are awaiting any information regarding this issue. If the product is blocked that makes the product unusable and that presents a functionality issue. I would assume you are putting these into finished product of your own, so a corrective action seems necessary.